Manufacturer narrative:
Conclusion: the prowler select plus was not returned for analysis. Review of DHR for lot 17524799 found that 2 rejected units (due to tight ID) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The resistance between the enterprise stent and the prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined without product analysis and based on the information provided. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 3008264254-2017-00032 and 1226348-2017-00021.

Event description:
During the stent assisted coil embolization, the enterprise stent (enc452212/10706768) could not be advanced via the prowler select plus microcatheter (606s255x/17524799). They withdrew and exchanged the stent with microcatheter, but the 2nd enterprise stent (enc452212/10706768) could not deploy through the replacement microcatheter and the stent was withdrawn from the second microcatheter without loss of target position. There was no damage noted to the stent or the microcatheter, and a continuous flush had been maintained through the microcatheter. The stent had been positioned at the target site, but was not partially deployed. There were no known factors as to why the deployment failure occurred. They used another stent to complete the procedure. There was no report of patient injury, and the procedure was delayed less than 30 minutes. All devices had been prepped and used as per the IFU. As the patient has hepatitis, the products had been discarded.